Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump alarmed multiple power loss alarms. The blood glucose was 16.1 mmol/l at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error , low battery, and power loss alarm. The power management tool confirmed power error low battery, and power loss alarm were triggered when the battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance 1. After disconnecting and reconnecting the internal battery connector on electrical board , the pump was monitored and functioned properly. No unexpected replace battery now alarms noted.